Event description:
The user facility reported that the device was received with a while film on it. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Customer did not send back product.

Event description:
The user facility reported that the device was received with a while film on it. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.